Manufacturer narrative:
Analysis: the device in question was returned and evaluated to determine the cause of the complaint. On opening the returned device packaging the catheter was inspected for damage. There was no damage noted. The stent was no longer on the balloon as it had been deployed in the patient successfully. The balloon was in the deflated state with a small amount of fluid within the balloon. The surface of the balloon was inspected to ensure there were no pin holes or leaks in the balloon. A 20cc syringe with a gauge was used to inflate the balloon to the nominal pressure of 8atm as specified on the product label. No leaks were detected. The balloon was then inflated to the rated burst pressure of 12atm as specified on the product label. Again, no leaks were detected. While under pressure the underlying shaft under the balloon was inspected. The shaft has two skive holes that are the pathway for the fluid to pass through during inflation of the balloon. Both skive holes were inspected and were present and there were no signs of blockage. The syringe barrel was then pulled completely back as far as it would go to produce the largest vacuum possible. The balloon deflated as expected. There was no problem with the device in question. Based on the quality inspection procedure a sampling of the skived shafts are measured to ensure the dimensions of the skive holes are within specification. The lot history records indicate that this lot of catheters passed for the skive hole dimensions. In addition a 100% inspection is conducted. This inspection requires the operator to inspect the manifold bond area with a borescope to ensure the proper orientation of the skive holes as well as to ensure there is no encroachment of the adhesive over the skive holes. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to including balloon hole skive dimensional verification. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ¿ ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing. ¿ distal tip tensile testing. ¿ catheter leak check. Conclusion: based on the investigation whereas the device was able to be deflated fully atrium medical corporation cannot conclude that the catheter in question was faulty. The complaint could not be confirmed.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the patient had critical limb ischemia and a pelvic occlusion. The physician placed the advanta v12 using a crossover technique into the external iliac artery. The introducer was a fortress / fr. 45 cm. The contrast was a 50% mix with saline. The physician is very familiar with the v12. The physician placed the v12 and insufflated the balloon with contrast with no problem using a medtronic everest syringe ac3200. When he exsufflated he first turned the handle a few times as usual and then in attempted to aspirate. The balloon emptied only about 25% fluid and no more. He waited for one minute. The problem was solved by reattempting to pull on the balloon and pull it into the introducer to force it to empty. All went well with no harm to the patient.